Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/10/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/26/2016 with the following findings: the original complaint of tactile unresponsive was unable to be confirmed. Unrelated to the original complaint, the audio bolus button cover was found to be lifting up but still responsive.